Event description:
The account stated architect (B)(6) nonconforming results were generated on a patient who had a (B)(6) performed. On (B)(6) 2012, the patient tested architect (B)(6), neutralization not confirmed, (B)(6). On (B)(6) 2013, the patient tested architect (B)(6), neutralization not confirmed ((B)(6)). On (B)(6) 2013, the patient tested architect (B)(6), neutralization confirmed (B)(6)). No specific patient information provided. No impact to patient management was reported. Patient data: (B)(6) 2012, (B)(6)); (B)(6) 2013, (B)(6); (B)(6) 2013, (B)(6); (B)(6) 2013, (B)(6); (B)(6) 2013, (B)(6).

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.